Event description:
Customer reported "sudden/non-clinically evident oximeter values on ge monitor. Values dynamic from 44 for 2 seconds then show 94% without clinical correlation. Values return to >90% in the next immediate 1-2 seconds without gradual rise. During the event, oximetry equipment was being evaluated by oximeter company reps and 3 rn's. Oximeter site + probe + placement + connections + infant status verified by the lead company representative witnessing the equipment malfunction; including the 3 rn's + company oximeter reps at bedside. Company reps notified by rn that oximeter reading behavior is not normative or correlative with the patient's condition." No patient information.

Manufacturer narrative:
The customer facility name and contact information were not available. The device was not returned to allow analysis to be performed. If new information is obtained, a follow up report will be submitted. This is a follow up to the user facility report submitted and received by masimo. (B)(4).